Event description:
The customer reported battery charge led flashes continually, unit produces an audible tone every minute or two and the unit will no operate on battery power, due to the backup battery failing to charge. No patient involvement reported.